Event description:
Procedure type: lap sigmoid. According to the rptr: after firing the device, the surgeon had two complete donuts. When doing the leak test, there was a leak observed and the surgeon had to put five sutures to correct. Surgery time was extended by forty five mins as a result. No pt injury was reported.